Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. Reporter stated the device is not available for return. Based upon the catalog number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage, obstruction, vomiting, nausea, and reflux are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported a lap-band for which there was "band slippage, gastric prolapse, and near complete obstruction," first noticed when the patient complained of nausea, vomiting and gerd. The lap-band system was explanted and not replaced.